Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was an alleged overdischarge. The patient had been in overdischarge for about a year because she didn't like the flank area in which it was positioned. The patient came in to the procedure to have the battery moved and replaced. Following the procedure, the patient was getting good therapy and the patient recovered. The patient claimed they had met with a rep at about a year ago when the overdischarge occurred and then again 2-3 months ago. The initial rep had met the patient during an open heart procedure and told the patient he couldn't get the battery restarted at that time. The patient was told at that time they would need a new battery and would get a new charger and patient programmer (pp). It was believed a good attempt to pull the battery out of overdischarge was not made during the open heart surgery and the patient was given an inaccurate recommendation to replace the battery. Additional information received from the alleged initial rep reported that the rep reached out to the staff in the area and no one had any recollection of seeing the patient other than the rep who was there for the replacement. The calendar was checked and nothing was recorded there. No documentation existed on seeing her for the overdischarge. This was initially learned when it was seen on the schedule for the replacement. Relevant medical history included radiculopathy and spinal pain. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 39565-65 (B)(4) implanted: (B)(6)2014 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated their lead wire goes through her shoulder (and connects to the ins in the abdomen) and causes continuous pain where the wire is. The patient stated it was done like this at the time of the first implant. The patient stated the surgeon had to "pry and tear" to put it in and stated she was awake for the whole process. The patient stated she thinks the surgeon was new and didn't know what she was doing. The patient stated she may need to have everything taken out and repositioned. The patient's ins was removed because it was implanted in a bad spot on her lower buttock and caused pain so they replaced it and put the new device in her abdomen.